Event description:
While using a byte day aligners, patient reported bottom tooth does not seem to align well and on the left side seem to looks like underbite. Patient end of treatment not met bite was articulated incorrectly. Gathering additional information and bite video to evaluate for next steps.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.